Manufacturer narrative:
Manufacturer's investigation conclusion: the reported suspected thrombus in the outflow cannula could not be confirmed through evaluation of (B)(6). Additionally, a specific cause for the reported events, as well as a direct correlation to the device could not be conclusively determined through this evaluation. It was reported that the patient experienced increase in ldh and plasma-free hemoglobin (hgb) which were concerning for pump thrombosis. A chest computed tomography angiography was later performed which revealed thrombus in the outflow graft. The patient was treated with high-dose anticoagulant at the time and was transferred to a different facility for an expedited transplant evaluation on (B)(6) 2021. The patient ultimately expired on (B)(6) 2021. It was also noted after the patient expired that a clot appeared to have formed between the outflow graft and outflow graft bend relief. Multiple attempts were made to obtain the referenced cta image and details regarding the patient¿s outcome from the account; however, no further information was received. (B)(6) was returned assembled. The pump cable was returned measuring 26¿. The modular cable was returned detached from the pump cable. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The outflow graft clip was returned detached from the device, and the apical cuff was not returned. Evaluation of the lumen of the outflow graft revealed no evidence of developed depositions or thrombus formations. The graft also revealed no distortion which would have been present during support and contributed to any flow issues. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted and retrieved log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 lists hemolysis, device thrombosis, and death as adverse events that may be associated with the use of heartmate 3 lvas. Section 6 provides the recommended anticoagulant treatment as well as international normalized ratio (inr) range. Section 8 contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook, is also available and contains information on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's physician requested their log files be reviewed for signs of thrombus due to their increased lactate dehydrogenase levels and plasma free hemoglobin. Review of the patient's log files showed low speed advisories. No other unusual events were seen. The patient's physician was also concerned for micro emboli which were present secondary to dusky feet and difficulty to obtain pedal pulses. A computed tomography angiography (cta) was taken on (B)(6) 2021. This revealed a likely thrombus demonstrated within the left ventricular assist device (lvad) outflow cannula. The patient was placed on high dose heparin while on venoarterial extracorporeal membrane oxygenation. The patient was transferred to another hospital for expedited transplant evaluation. The patient then expired on (B)(6) 2021. The pump was explanted on (B)(6) 2021 after the patient passed away. The site found a clot that appeared to form between the outflow graft and bend relief.